Event description:
It was reported, patient received PICC-line 5/15. When repositioning before treatment on 10/6, it is noted that there are holes in the PICC-line catheter. The catheter is half off in the joint between the hard wing and the soft part of the catheter towards the exit. The hole is noted immediately when repositioning before the catheter is even flushed. The catheter measures 0 cm from the 0 mark and is secured with a stat cap. The catheter lies completely straight under previous bandages, not near the crease of the arm, can't see that the catheter was kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. The catheter is off right in the transition between the hard and soft part, as if it has partially come off in the joint. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter approx. 4 cm inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she has have two other piccs with holes in the piccline and now had to receive the treatment peripherally. No other information was provided. It was stated the patient has had a total of three piccs removed due to holes. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient received PICC-line 5/15. When repositioning before treatment on (B)(6), it is noted that there are holes in the PICC-line catheter. The catheter is half off in the joint between the hard wing and the soft part of the catheter towards the exit. The hole is noted immediately when repositioning before the catheter is even flushed. The catheter measures 0 cm from the 0 mark and is secured with a stat cap. The catheter lies completely straight under previous bandages, not near the crease of the arm, can't see that the catheter was kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. The catheter is off right in the transition between the hard and soft part, as if it has partially come off in the joint. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter approx. 4 cm inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she has have two other piccs with holes in the piccline and now had to receive the treatment peripherally. No other information was provided. It was stated the patient has had a total of three piccs removed due to holes. This report addresses the third device.